Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on an unknown date that an unknown amplatzer amulet left atrial appendage occluder was selected for implant for a left atrial appendage (laa) closure. The device was implanted with an unknown delivery system. Dual antiplatelet therapy was administered immediately after implantation then switch to single-agent antiplatelet therapy afterwards. One month later a device related thrombus was identified. The patient is currently stable.